Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee which took place in september 2015 (case# FDA-2014-n-0736-2118, awareness date 28-oct-2015) which refers to a adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted (B)(6) 2011. Result and assessment of the product technical complaint investigation received on 18-nov-2015. She was not aware that essure was a metal or she never would have gotten it because she is very sensitive to metal in her ears. She had to have a hysterectomy at the age of (B)(6) which consisted of 2 surgeries within 2 weeks of each other, she knows for a fact that she had problems with essure because for the entire time she had essure she could taste metal in her mouth like she was chewing on aluminum foil all of the time. She stated that was one of many side effects she experienced. She reported the placement of essure was one of the most painful things she experienced in her life. The consumer stated it made her physically sick for 2 years; she has not tasted metal since having it removed. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report identified during monitoring of postings on an FDA hosted docket website refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and she had to have a hysterectomy. The reported event was considered serious, due to medical importance and is listed in the reference safety information for essure. If, after essure insertion, removal of the micro-insert is necessary, surgery (salpingectomy or hysterectomy) may be required. In this particular case, the exact reason for essure removal was not specified. Since consumer regarded the events as a consequence of essure use and no follow-up will be possible; company considers a causal relationship between the reported event and essure therapy cannot be excluded and due to the surgical intervention this case was considered an incident. Additionally, non-serious events were reported. Based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.